Manufacturer narrative:
Evaluation summary: the resectoscope working element was returned to richard wolf medical instruments for investigation. The block housing showed damage from the current (electrical short). The block housing showed some small hairline cracks at the pin. These small cracks had no affect on the electrical short. Cleaning and sterilization methods were obtained from the facility. Our investigation of the cleaning solution that is used by the facility determined that it contains surfactants. There may have been residue salt deposits build-up remaining on the instrument that caused the failure. We will recommend that the facility eliminate the use of the washer/cleaner machine for our instruments and detergents used should not contain surfactants. The facility informed us that the facility uses non-richard wolf electrodes with our resectoscope working elements. The electrode may have also been a contributing factor to the instrument failure. The resectoscope working element was repaired and returned to customer. Cause of event: customer's cleaning method and detergents that were used in the automatic washers.

Event description:
It was reported that during a procedure to resect bladder tumor, the working element was smoking. There was no delay in the procedure. There was no consequences to patient.